Event description:
This ra lead was implanted on (B)(6) 2004 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 stated that the strips sent by the representative was showing mode switching on the atrial channel. Technical services reviewed strip and stated it looked like farfield ventricular pacing on the atrial channel. Also did a discussion on increasing blanking and recreating possible noise on the lead with isometrics. No adverse patient effects. The physician was dr. (B)(6) no (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).